Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer reference number: 9680001-2018-00100, 3008452825-2018-00220, 3005334138-2018-00187, 3005334138-2018-00188, 3008452825-2018-00221. Following a pulmonary vein isolation ablation procedure, a pericardial effusion occurred. As the devices were removed the patient became hypotensive. Pharmacological intervention was given but the patient¿s blood pressure remained low. An echocardiogram was performed, revealing a global effusion causing cardiac tamponade. A drain was inserted however the pericardium kept refilling so open-heart surgery was performed. A perforation was located at the base of the left atrial appendage which required a suture to close. The patient stabilized and is recovering from the surgery. There were no performance issues with any abbott devices.